Manufacturer narrative:
Batch review performed on 18 august 2017. Lot 168199: (B)(4) items manufactured and released on 07 may 2017. Expiration date: 2022-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Patient femoral bone was fractured, but the reason was unknown. Revision surgery was performed and then the surgeon stated that the bone fracture was occured during weight bearing after the surgery.